Event description:
In 2008, the patient reported that his infusion device was making a "chugging" noise while retracting the piston rod during the change cartridge procedure and the menu screen would not advance past "returning piston rod". He stated that he removed the battery in order for the noise to stop. No errors were displayed. He stated that insulin may have been spilled in the cartridge compartment. Three months ago the infusion device was submerged in water while the patient was kayaking. He was advised to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.